Event description:
It was reported that during a xience v stenting procedure in the proximal left anterior descending artery, the physician took the balloon up to 15 atmospheres but it was very slow to inflate. Additionally, it took approximately four minutes for the balloon to deflate. The procedure was completed without incident and there was no adverse patient effect. Though requested, there was no additional information provided. A user facility medwatch was received stating: "stent balloon failed to inflate. Stent removed and new one used to complete procedure."

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the device will not be returning for analysis as the device was discarded by the account. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device not returning. Difficulty inflating/deflating the stent delivery system (sds) can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, kinks, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. Return of the xience sds and indeflator used during the procedure may have aided in the investigation and determination of cause for the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for inflation or deflation issues for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined.